Event description:
It was reported that a user experienced hyperglycemia at 396 mg/dl while using an ilet pump when the device displayed a ¿do not connect tubing¿ screen that prevented access to pump functions until they were guided to press and hold to bypass and navigate to the cartridge menu for an infusion set and cartridge change. Customer care provided troubleshooting and user education regarding accessing the pump menu and completing the infusion set and cartridge change. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no alarms or alerts reported and no reproducible device malfunction identified. No clinical symptoms associated with hyperglycemia. Outcomes included resolution of the elevated glucose after supply change, without medical intervention. It was concluded that the event involved hyperglycemia of unclear cause and that the device was able to function as intended after guidance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.